Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4)

Event description:
It was reported that the device detection did not withhold therapy during a change in morphology, resulting in inappropriate therapy shocks to the patient. The device remains in use. No further patient complications have been reported as a result of this event.